Event description:
In 2009, patient reported he has been having problems with his infusion site getting infected and painful. He said he feels the pain inside his skin. He said he changes the site every 2 days normally because after the second day, he starts feeling the pain. He mentioned that there have been occasions where he pulls the site out because it is painful and has had pus come out of the site. He also mentioned he has a lot of little red bumps from previous sites that are not going away. Patient reported he tried once to use his inner thighs but that caused him to get an abscess. He had only changed the site one day prior to the abscess. Patient stated he had go to the emergency room for that. This occurred 2 months ago but he could not recall the exact day. He said that day, the site started getting painful and so he took the site off and he saw a big bump in that area. He stated that his pants hurt the area when it rubbed it. He said he noticed it was getting red like a sore so he went to the emergency room because he did not want to take any chances. Patient reported they told him it was an abscess and instructed him not to use that area again. He stated they gave him some antibiotics for the infection and he was released a few hours later that same day. Patient stated these repeated irritations are causing him to change his site more often. Patient reported he is currently on injection therapy until he can get some new supplies shipped to him. Patient reported he received an e4 (occlusion) error one month ago. He stated he changed the site and has not had any more concerns with occlusion. Advised he speak to his physician about the repeated infections he is experiencing at the site. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.